Event description:
It was reported that balloon rupture occured. The 99% stenosed target lesion was located in the moderately tortuos and severely calcified common iliac artery. A 10.0 x 20, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 18 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.